Event description:
It was observed during the device inspection, that the videoscope exhibited the objective lens adhesive has peeled off. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was returned to olympus for evaluation, and it was observed that the adhesive on the objective lens was peeled off. This finding was due to deterioration or breakage caused by chemical or physical stress. Upon further inspection, it was observed that water tightness was lost due to a dent at the distal end. It was also observed that there was a chip in the adhesive on the bending section cover due to chemical or physical stress. It was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. It was also observed that the indication on the light guide connector was not correct. It was observed that there was discoloration on the lock engagement lever, and on the plate in all directions due to chemical stress during the cleaning sterilization and disinfection (cds) process. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: bending section cover, switch one, video connector, video connector case, light guide cover glass, light guide connector, lock engagement lever, right and left plate, up and down plate, grip, right and left lever, and on the control unit. This report is also being supplemented to provide additional information based on the legal manufacturer's final investigation. Section h3 was updated with additional information that was received about the event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the glue on the objective is peeled off could not be determined. Consideration: although we could not specify the cause, we presume that the event was caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.